Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 sp surgical table and found it to be operating properly; no repairs were required. The user facility reported as one of the employees rolled the patient towards him, the employee felt the table begin to tilt. The 3085 surgical table operator manual states (1-2), "warning - instability hazard: stabilize table when transferring patient." A steris account manager offered in-service training on the proper use and operation of the 3085 sp surgical table, specifically proper patient positioning and movement practices; steris is awaiting the user facility's response. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during patient transfer from a beach chair attached to their 3085 sp surgical table, the table began to tilt. The table was stabilized, and the patient was transferred successfully. No report of injury.

Manufacturer narrative:
A steris account manager counseled user facility personnel on use and operation of the 3085 sp surgical table, specifically proper patient positioning and movement practices. No additional issues have been reported.